Event description:
It was reported that the programmer displayed an error when powered on. The clinician cleared the error when power was cycled off and then on. Technical support (ts) suggested that the caller contact the company representative to run the service diskette. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).